Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances as additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), thick prolapsed leaflets and ruptured chordae for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post implantation, the clip had single leaflet device attachment(slda) from the anterior leaflet. One mitraclip was implanted lateral and another clip was implanted medial to slda clip to stabilize it. Per the physician, the slda was due to the pre-existing patient anatomy. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.